Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's biphasic pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was displaying an energy fault message when discharging defibrillation energy. As a result, the incorrect defibrillation therapy may be delivered, if it was necessary.

Manufacturer narrative:
Of the initial medwatch report indicates: event date ¿ (B)(6) 2018 of the initial medwatch report should indicate: event date ¿ (B)(6) 2018.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was displaying an energy fault message when discharging defibrillation energy. As a result, the incorrect defibrillation therapy may be delivered, if it was necessary.